Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia, with cgm readings above 401 mg/dl for about 11 hours and capillary checks reading ¿high,¿ after eating without announcing the meal; the user performed a full supply change of the cd 23-inch infusion set on the abdomen, verified no bent connector needle or line kinks, and elected to continue pump corrections while declining hospital care, with a medical device problem characterized as insufficient information and the device component unspecified due to insufficient information. Symptoms included hyperglycemia, anxiety, irritability, and fatigue. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.